Manufacturer narrative:
The referenced driveline infection that started on (B)(6) of 2018 was reported on medwatch MFR report #2916596-2018-04273. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 3 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a driveline infection which started on (B)(6) of 2018. On (B)(6) 2018, the patient was readmitted to the hospital for incision and drainage and debridement of the driveline abscess. On (B)(6) 2018, the patient was transplanted as a status 3 on unos transplant list. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the root cause of the reported driveline infection could not be determined. The hm3 lvas was returned with the pump cable cut approximately 12¿ from the pump housing and the severed portion was not returned. The apical cuff was returned and secured with the cuff lock. The sealed outflow graft was returned with approximately 2¿ of graft material and the bend relief was severed adjacent to the hardware. The modular cable was not returned. Examination of the pump and graft blood-contacting surfaces found no adhered depositions or thrombus formations. The returned portion of the pump cable appeared unremarkable. The log files retrieved from the pump showed the pump functioning as intended with no atypical events captured. The pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The hm3 IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.